Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 has a broken screen. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating it has a damaged display and front panel after being dropped. The fse evaluated the device and found the display and front panel damaged. The display and front were ordered for replacement. No further actions are required. Based on the information available and the testing conducted, the device needs a display and front panel. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device will be operational after the damaged parts are replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.